Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured during the placement of the crown for no apparent reason. No patient impact.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One unknown biomet screw and an unknown/unidentified device were returned for investigation. Visual evaluation of the as returned devices identified fragment of the screw inside the other device. The doctor was unable to identify the products but stated that it is certain that a biomet screw fractured. There were no allegations against the unknown/unidentified device. Therefore, the investigation was conducted only on the unknown screw. Device history record (DHR) and complaint history review could not be performed since the lot/item number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Additionally, the screw fragment couldn't disengage from the other device.